Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine's post ultrafiltration pump #63 experienced a failure after only several months of use. The leak has gone undetected and also impacted the direction and flow pumps. It is unknown if there was any patient involvement, serious injury or adverse event. It is unknown if the machine has been returned to service. It is unknown if the complaint device is available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine's post ultrafiltration pump #63 experienced a failure after only several months of use. The leak has gone undetected and also impacted the direction and flow pumps. It is unknown if there was any patient involvement, serious injury or adverse event. It is unknown if the machine has been returned to service. It is unknown if the complaint device is available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.